Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of scale marking issue for lot #8155574 item #302827. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that there were missing volumetric markings with a bd syringe 60ml ll (B)(6), this was discovered prior to use. The following information was provided by the initial reporter: syringe with absence of micrometric volumetric marking.